Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information and patient photo. An examination of the subject device was performed by lumenis service engineer after verifying all system functions including main cooling system check, delta t calibration, chill tip temperature and cooling check and also energy check. All were found in a proper working order. Ce wasn't able to duplicate the reported problem. The system was operational and was ready for use. Device malfunction wasn't the suspected cause of the adverse event. The device was installed on (B)(6) 2021 and last pm was on (B)(6) 2022. Clinical evaluation wasn't performed, since no incident form or photos were sent to lumenis. While the information received to date does not confirm that a serious injury nor malfunction had occurred, accordingly and based on EU decision tree, this case is not reportable to EU authorities. However, because of the lack of information lumenis is reporting the event to the FDA in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patients who sustained burns following treatment by lightsheer quattro device.